Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 08-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer via a clinical study and a manufacturer representative (rep) regarding a patient receiving fentanyl (unknown concentration with a dose of 100 mcg/day) via an implantable pump. It was reported on (B)(6) 2021 the patient called in stating there was a golf ball size lump at the lumbar implant site. It was noted the lump was not painful and there was no signs of infections. At reprogrammed/exam on (B)(6) 2021 the incision on the lumbar was well healed and approximated. Examination revealed swelling/hematoma. The patient reported good pain relief. The patient was scheduled for an aspiration, but a catheter dye study (cds) was performed instead. A cds was performed and failed. It was noted there was catheter migrated out of the intrathecal space during normal use. It was noted that the patient noticed efficacy of pain relief. A revision was scheduled for (B)(6) 2021. It was noted that on (B)(6) 2021 the old spinal catheter (8782) was removed/explanted and replaced with a new spinal catheter (8782). The outcome was noted as resolved without sequelae on (B)(6) 2021. The patient's status at time of report was alive- no injury. The patient's medical history included chronic lower back pain. The clinical diagnosis was lump at lumbar catheter implant site and the device diagnosis was catheter dislodgement. The event date was (B)(6) 2021. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related.